Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a mayfield skull clamp slipped.